Event description:
It was reported an error code was encountered on the ptm indicating a motor stall occurred. The reporter was not with the patient at the time of the report but will investigate to see if the patient had an MRI recently. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type: programmer, patient; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that per the hcp this is a resolved matter.